Event description:
The day of the report the healthcare provider (hcp) was going to do a refill and the pump was interrogated. An alarm was not heard but telemetry confirmed a critical alarm occurred. Elective replacement indicator (eri) occurred on (B)(6) 2014. There was a low battery - reset occurred message on (B)(6) 2014 at 13:09. The pump was in safe state. The patient experienced an increase in pain. Per the reporter an update will be provided when the pump is replaced. The pump was used to deliver hydromorphone, bupivacaine, and baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).